Event description:
Customer called stating that the last three tests showed "a8a". During the phone a review of the system was conducted. It was determined that there were segments missing in the display. The customer was asked to return the meter and a replacement was provided. The customer was invited to call 24/7 with any future questions or concerns.